Manufacturer narrative:
A device eval was performed by our engineering dep. Root cause is unknown because the device performed to spec and to its intended use. The engineering dept did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators. Conclusions: premod waveform demonstrated proper operation of the control and output circuitry. While the unit may generate many waveforms, all but the high volt (see figure 4 and 5), use the same output circuitry involved in the generation and delivery on stimulation. See figure 2 and 3. Unit passed all test conducted, no anomalies were found. In accordance with the manual, size, type, usage, and condition play an important part in the proper delivery and electrotherapy. The application of electrodes appears to be a likely cause or contributor of the reported incident. Pt skin preparation or electrode placement can contribute to the reported incident. The unit meets all manufactures specs. See scanned pages.

Event description:
The pt complained of being shocked during an electrotherapy treatment. The treatment was interrupted but the patient's progress was not impeded. The pt did not require medical treatment for the discomfort.